Event description:
A customer reported experiencing a cartridge alarm 20, which occurred during both the load process and use of the cartridge. There was no adverse impact to the customer's blood glucose level. The customer, who was using multiple daily injections (mdi) as a backup, did not have the pump with him at the time of the call and planned to contact technical support again for further troubleshooting. Cts decided to replace the customer's pump and confirmed shipment of a new pump with updated software. They provided detailed instructions for returning the faulty pump, including placing it into storage mode and using a pre-paid label. The customer acknowledged these instructions and was advised to input their settings and connect their continuous glucose monitor (cgm) to the replacement pump.